Event description:
It was reported that during the implant procedure, it was difficult to insert the right atrial lead into the header of the pulse generator. Eventually, the lead was inserted and the procedure completed. No patient symptoms were reported during or post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)